Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned. Internal insulation abrasions were found between 31.3 cm to 31.9 cm and 33.9 cm to 35.3 cm from the proximal end. The etfe coating of the conductors was intact. Reliability laboratory technician; (B)(4) - no complaint received with return of device. Failure (event) observed during analysis.